Event description:
It was reported that the patient had syncope. The device had no output and was not able to be interrogated upon admission to the emergency room. The patient was lost to follow-up. The device was removed and a new device was implanted. No futher complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and battery depletion was normal.